Event description:
The manufacturer received information that on (B)(6) 2025 a 9-year-old patient who was diagnosed with spinal muscular atrophy (sma) since birth passed away while on a trilogy evo device. The patient had a tracheostomy and was dependent on the ventilator 24/7. The reporter who provided the information is a detective assigned to investigate, since the family is alleging the attending nurse neglected their duties and caused the death, has requested assistance to interrupt the device's error codes and alarms. A circuit disconnect alarm sounded and the nurse, who didn¿t know what the alarm meant but suspected it had to do with the connection from the device to the patient's tracheostomy, immediately summoned the parents for help. The parents came in and checked for leaks in the connection, had the nurse silent the alarm, and disconnected the patient from the ventilator. The parents took turns using the ambu bag to manually ventilate the patient and tried to connect him to the backup ventilator to no avail. The patient turned blue, and it looked to the family like air was going into his stomach and not into his lungs. Ems was called and despite life-saving efforts, the patient was pronounced deceased at (B)(6) hospital a short time later. The cause of death has yet to be determined. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.